Event description:
Device issue: difficult to position. Time of device issue: during procedure. Adverse event: hematoma/hypotension/occlusion/mi/respiratory distress/ surgical intervention. It was reported via a trial that at the conclusion of a right internal carotid artery rx acculink stenting procedure, an attempt was made to advance a perclose proglide vessel closure device to the left common femoral artery access site; however, resistance described as "buckling" occurred. An attempt was made to rewire the proglide and place a larger sheath; however, during this manipulation, the pt developed a hematoma. All devices were removed from the anatomy and digital pressure was held for approximately 40 minutes. The pt developed hypotension. Protamine and dopamine were administered with blood pressure stabilizing. The pt complained of a cold foot and was taken to surgery where a femoral embolectomy was performed. Post surgery, while in the post anesthesia care unit, the pt developed crushing chest pain, respiratory distress and arm pain. Emergency cardiac catheterization was performed revealing multiple coronary vessel blockages. The pt was intubated for airway protection. Four days post-procedure, the pt experienced a right hemispheric stroke and with left upper extremity paralysis and left lower extremity weakness. On (B) (6) 2010, the pt was transferred to rehabilitation for stroke and weaning of ventilator. Pt was discharged to home on (B) (6) 2010, in stable condition. Though requested, no add'l info has been provided.

Manufacturer narrative:
(B) (4). (B) (4).